Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the staff struggled to connect the disposable handpiece to the unit. The device was connected successfully and the case was completed with no adverse patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.